Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited inappropriate ams episodes due to oversensing and high impedance. The lead integrity was suspected. The lead was reprogrammed.